Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of pus and drainage was noted. The physician believed that the infection was not device related. The patient underwent a revision procedure wherein a new ipg was implanted at the opposite side of patients flank. The explanted device will not be returned as it was discarded.